Manufacturer narrative:
This report is for 2 unknown screws/unknown lots. Devices broke during insertion; devices were not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handle on a sliding mechanism broke. When applying pressure to the handle, the two screws snapped causing the handle to break. No piece of the broke instrument remained in the patient. There was no delay in surgery and the procedure was completed successfully. The patient status/outcome is reported as good. This report is for two unknown screws. This is report 2 of 2 for (B)(4).